Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device in this report was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not evaluate the subject device. Based on the information from sorc, omsc concluded that this phenomenon was attributed to the failure of power supply board, which might be caused by the aging deterioration for long-term use because the subject device had been used more than five years and five months since manufacturing. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center (sorc) was informed from the user facility that in an unspecified timing, it was found that the subject device could not be turned the power on. There was no report of patient injury associated with this event. Sorc checked the subject device and found that the reported phenomenon was duplicated due to the failure of power supply board.